Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported, 3 of clinician's piccs today have had the same issue. Again its leaking around the wire that comes out of the stopper. I also had this happen when I was with clinician the other day. It was reported this occurred with four devices. This report addresses the fourth device.